Manufacturer narrative:
This device (lot i0107052) is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2007-00628.

Event description:
The male patient received two cypher select stents. Three days later, the patient collapsed and was taken to a hospital where he subsequently died. An autopsy was performed, but the results have not been released. It is unknown if the death was cardiac or non-cardiac.